Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to extrusion of the electrode lead through tympanic membrane and posterior ear canal wall, as well as the presence of cholesteatoma. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.